Event description:
It was reported that the patient was found to have triple vessel disease. There were two xience v stents deployed during this procedure. A xience v 2.5 x 28 was deployed in the mid left anterior descending (lad), which was a de novo lesion with a 90% stenosis. A xience v 3.0 x 15 was deployed in the distal right coronary artery, which was also a de novo lesion with 90% stenosis. Pre-dilatation was performed in both lesions prior to stenting. There were no patient effects or product issues noted at the time of the index procedure. However, on (B)(6) 2010 during a follow up visit, the patient was found to have easily provoked dispnea on exertion and chest pressure relieved by rest. A new stent was placed in a target lesion and a new stent was placed in a non target lesion. It is unknown which of the target vessels required an additional stent, therefore this will be captured under the smallest of the two devices (xience v 2.5 x 28), which was deployed in the mid lad. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience v 3.0 x 15 (B)(4). There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.